Manufacturer narrative:
Medtronic received additional information that the rationale for unlikely relating the adverse event to the study device is due to the cryo and rf used on the atrial tissue and qtc is ventricular depolarization. The qt times represents interval which lowers chambers of ventricules depolarize to complete repolarization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient had a concomitant surgical procedure of mitral valve repair through minimally invasive / thoracotomy on the (B)(6) 2024. On the day of the procedure a cyroflex probe powered by a cryoconsole, and a cardioblate lp clamp powered byan ft-10 generator were used. The left atrial appendage was successfully closed. Left pulmonary vein (lpv) block was not performed. Right pulmonary vein (rpv) conduction block was achieved. On (B)(6) 2024, the patient experienced prolonged qtc. Prolonged qtc interval noted on ECG during index procedure hospitalization. The patient status is down as recovering/ resolving the adverse event was deemed by the site as unlikely related to the concomitant procedure, study procedure or the study devices. The adverse event was deemed by the sponsor as related to the concomitant procedure and the study procedure, but possibly related to the study devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.